Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. Unintended movement. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.2mm micl 13.2 implantable collamer lens in the patient's right eye (od) and the lens was noted to have been inserted upside down. The lens was removed immediately with no patient injury and the backup lens was implanted with no problem, sutures were not required. At one day post-op the patient was 20/15 and very happy with the implant.